Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. Device run properly and meets specification. Quick calibration check performed. Ec 113 displayed inside error log but could not be reproduced at crs. Device can go back to normal use. The device history record review and labeling review was not required as the reported event was unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that there was error 113 and error 2 was displayed in the arctic sun device. Low water flow was detected, possibility of incorrect temperature management and pump failure and customer also asked for filter cleaning.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was error 113 and error 2 was displayed in the arctic sun device. Low water flow was detected, possibility of incorrect temperature management and pump failure and customer also asked for filter cleaning.